Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the gears were cracked and the mesher gave an incomplete mesh. The event timing is during the meshing of previously recovered cadaveric donor skin, and no harm and no delay were reported. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. On july 2, 2018, it was reported that the gears were cracked and the mesher gave an incomplete mesh. The customer returned a skin graft mesher device, serial number (B)(4), for evaluation. The customer also returned a 1.5:1 ratio cutter, serial number (B)(4), and a 2:1 ratio cutter, serial number (B)(4), for evaluation. The device history record (DHR) and previous repair report of skin graft mesher device, serial number (B)(4) reviewed noted no related non-conformances, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR and previous repair report review also found that all verifications, inspections and tests were successfully completed. Zimmer biomet surgical has previously repaired/evaluated skin graft mesher serial number (B)(4) nine times as documented in the repair reports in livelink. The last repair was april 25, 2018 where it was reported that the device produced an incomplete mesh and the device was evaluated with no components replaced. This is not a related issue. The device history record (DHR) of skin graft mesher device, 1.5:1 ratio cutter, serial number (B)(4) reviewed noted no related non-conformances, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR review also found that all verifications, inspections and tests were successfully completed. Zimmer biomet surgical has not previously repaired/evaluated skin graft mesher serial number (B)(4) as documented in the repair reports in livelink. The device history record (DHR) and previous repair report of skin graft mesher device, 2:1 ratio cutter, serial number (B)(4) reviewed noted no related non-conformances, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR and previous repair report review also found that all verifications, inspections and tests were successfully completed. Zimmer biomet surgical has previously repaired/evaluated skin graft mesher 2:1 ratio cutter, serial number (B)(4) as documented in the repair reports in livelink. The last repair was april 25, 2018 where it was reported that the device was sent along with skin graft mesher device, serial number 06445 and no components replaced. This is not a related issue. Product review of the skin graft mesher on july 18, 2018 revealed that the gear and shoulder bolt were damaged on the device. The calibration was out of specifications but the device did produce a passing sample mesh. The 1.5:1 ratio cutter, serial number (B)(4) failed to produce a passing sample mesh and were deemed non-repairable. The 2:1 ratio cutter, serial number (B)(4) produced a passing sample mesh. Repair of the skin graft mesher was performed by zimmer biomet surgical on july 18, 2018 which included replacement of the roller gear and shoulder bolt. Skin graft mesher, serial number (B)(4) was then tested and functioned properly. It was repaired, inspected and tested. The reported event was confirmed since during the product review it was noted that the 1.5:1 ratio cutter failed to produce a passing test mesh and were deemed non-repairable and the gear was damaged. The root cause of the reported event could not be specifically determined with the information that was provided. During the product review it was noted that the 1.5:1 ratio cutter failed to produce a passing test mesh and were deemed non-repairable and the gear was damaged. It is unknown with the information that was provided how this occurred. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. No further conclusions can be drawn from the complaint history review that warrants further action.